Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, as the leg assembly was being loaded into the capio device, the needle detached. Reportedly, the detached needle did not fall loose inside the patient. The procedure was completed with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, as the leg assembly was being loaded into the capio device, the needle detached. Reportedly, the detached needle did not fall loose inside the patient. The procedure was completed with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
Only half of the mesh assembly was returned, as only the blue and blue with white stripe dilators were received. Visual analysis revealed that the needle was missing from the blue dilator and was not returned. Visual analysis of the returned capio device revealed no abnormalities. Functional testing of the returned capio device showed that it operated freely. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Manufacturer narrative:
(B)(4) for needle detachment.